Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a short battery life issue. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2019 with the following findings: a review of the pump¿s black box and alarm history showed frequent replace battery alarms. During investigation, the pump¿s electrical draws were tested and found to be within required specifications. Investigation was able to confirm the issue in the pump¿s history but unable to reproduce the battery life issue during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.